Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy after oversensing of noise on the right ventricular (rv) lead was detected as an arrhythmia by the cardiac resynchronization therapy defibrillator (crt-d). In addition, the rv lead exhibited insulation damage and was explanted and replaced. The status of the crt-d is unknown at this time. No further patient complications have been reported as a result of this event.